Event description:
Pt developed infection at implant site after approximately 1 year of uneventful but successful therapy. Pt had device explanted, and required hospitalization and IV antibiotic treatment due to the severity of the infection.